Event description:
It was reported that during a lap cholecystectomy procedure that there was a loss of co2. No adverse patient consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.